Event description:
Procedure type: low anterior resection. Patient gender: female. According to the reporter: there was an anterior leak on the anastomosis. The area was hand sewed to repair the leak. There was one hour delay to surgery. No tissue loss and no bleeding was reported. No other information was provided.